Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence with multiple cartridges. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery, and that an altitude alarm occurred when the pump was not outside the labeled altitude operating range. Customer¿s blood glucose level was 115-223 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.